Event description:
The user received questionable low ion selective electrode (ise) sodium results for 15 to 30 patient samples which were reported outside the laboratory. The doctors questioned the results, so the user repeated testing. On an unknown date, the user sent to samples to a reference laboratory for testing. The user provided data for 15 patient samples, of which the results for 14 were discrepant. All results are in mmol/l. Patient sample 1 results on (B)(6) 2010 were 134 with a data flag, 135 and 136 with a data flag. The result from the reference laboratory was 146. Patient sample 2 results on (B)(6) 2010 were 134 with a data flag and 135 with a data flag. The result from the reference laboratory was 142. The results provided for the sample labeled as "#3" were found to not be discrepant. Patient sample 4 results on (B)(6) 2010 were 133 with a data flag and 135 with a data flag. The result from the reference laboratory was 143. Patient sample 5 results on (B)(6) 2010 were 134 with a data flag, 135 with a data flag and 136 with a data flag. The result from the reference laboratory was 141. Patient sample 6 results on (B)(6) 2010 were 133 with a data flag and 136 with a data flag. The result from the reference laboratory was 140. Patient sample 7 results on (B)(6) 2010 were 135 with a data flag and 134 with a data flag. The result from the reference laboratory was 141. Patient sample 8 was from a female patient born on (B)(6). The results on (B)(6) 2010 were 124 with a data flag and 136. The result from the reference laboratory was 130. Patient sample 9 was from a female patient born on (B)(6). The results on (B)(6) 2010 were 133 with a data flag, 134 with a data flag and 124 with a data flag. The result from the reference laboratory was 139. Patient sample 10 was from a male patient born on (B)(6). The results on (B)(6) 2010 were 134 with a data flag and 133 with a data flag. The result from the reference laboratory was 141. Patient sample 11 results on (B)(6) 2010 were 131 with a data flag and 135 with a data flag. The result from the reference laboratory was 138. Patient sample 12 results on (B)(6) 2010 were 133 with a data flag and 132 with a data flag. The result from the reference laboratory was 138. Patient sample 13 was from a male patient born on (B)(6). The results on (B)(6) 2010 were 131 with a data flag and 133 with a data flag. The result from the reference laboratory was 139. Patient sample 14 was from a female patient born on (B)(6). The results on (B)(6) 2010 were 134 with a data flag and 133 with a data flag. The result from the reference laboratory was 141. Patient sample 15 results on (B)(6) 2010 were 131 with a data flag and 134 with a data flag. The result from the reference laboratory was 137. No adverse events were alleged regarding the issue. The lot number of the sodium electrode was not provided. The field service representative determined the potassium electrode was missing an o-ring and replaced the o-ring. He verified the analyzer operation by running performance checks which passed. The user performed calibration and quality control with results within specification.

Manufacturer narrative:
(B)(4).